Event description:
7 year old female to the operating room for laparoscopic cholecystectomy. At end of case and moving the patient from the operating room table to the stretcher the patient developed a bronchospasm. Her vitals trended down and scrub tech/circulating rn noted patient did not have a pulse. Anesthesia bagged the patient. Her vitals returned to baseline and she was taken to pacu. Anesthesia note - patient doing well in pacu. Vss. Discussed intraop course with the patient and son (on the phone). The desaturation was likely related to forceful biting down on the ett (endotracheal tube). After talking with the scrub tech do not think patient lost pulse. Alarm was for check d-fend - not giving any etco2 readings - this is the module that controls etco2 (end-tidal carbon dioxide) - anesthesia machine #6.